Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the inflation device gauge read inaccurately. When the encore inflation device was used to inflate a non bsc balloon it was noted that the gauge would not move after it reached 10atms. The inflation device was exchanged for another and the procedure was successfully completed with the same non bsc balloon. No patient complications were reported and the patient's condition is good.